Manufacturer narrative:
(B)(4). Batch # m90l44. The analysis results found that the pouch device was received with one support arm broken; the broken piece was still attached in the bag. The suture was found to be cut, however a portion of the suture was attached to the bag. The device was disassembled in order to evaluate the condition of the support arms, and the remaining piece of the broken support arm was still attached to the push-pull rod; the other support arm was in good condition and attached. In addition, the rest of the suture was found to be attached to the device. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the metal arm being returned with rest of device for analysis (are all device components being returned for analysis)? No information. If not, why is broken off part not being returned? Na was the metal arm disposed of? No information.

Event description:
It was reported that during a laparoscopic hepatectomy, one side of the metal rim ejected and the pouch came off when the pouch was deployed. The metal rim was retrieved without any problem. Another device was used to complete the case. There were no adverse consequences to the patient.